Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, found debris in the hansen fittings, which affected the flow. Since the event occurred during preventative maintenance, there was no pt involvement.